Event description:
Unable to see well enough to drive for a month after lasik. Severe pain for about a month. Driving problems because of greatly reduced distance vision for about a year. Extreme dry eyes since lasik. Halo effect. Lights are doubled so difficult to drive at night. Extremely sensitive to glare -tv, computer. Headlights-. Dates of use: (B)(6) 1999. Diagnosis or reason for use: far sighted right eye, near sighted left eye.